Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon investigation the monitor was drawing excess current. The cause for the failure was isolated to an internally shorted u6 component on the computer/analog board. The root cause for the shorted u6 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was causing the battery packs to not hold a charge.